Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: 6943, implantable tachy lead, (B)(6) 2001; 5568, implantable pacing lead, (B)(6) 2007.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. It was noted that the sutures had become loose and the lead had no slack and was in the right atrium. The lead was repositioned and remains in use. It was noted that the patient is taking part in the system longevity study. It was further reported that the left ventricular (lv) lead also had high thresholds. It was noted that the sutures had become loose and the lead had no slack and was pulled back. The lv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.